Event description:
Info received indicates the left siderail is not locking in the upright position.

Manufacturer narrative:
The tech replaced the missing latch ratchet rivets to repair the stretcher. The siderail may have been hit while going through a doorway during transport.